Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Left wheellock is bent due to wear and tear by the consumer. No further information was provided.